Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years, 11 months. The patient remains ongoing on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient was admitted due to a gastrointestinal (gi) bleed. Additional information had been requested from the implanting center, but no additional information was received.

Manufacturer narrative:
.

Event description:
Additional information: it was reported that the patient experienced melanotic stool with seepage of maroon color in toilet water for 4 days prior to admission on (B)(6) 2016. The patient elected to not seek medical attention until that time. The patient had previously unreported gastrointestinal (gi) bleeds. At the time, the patient was taking low-dose aspirin, coumadin, as well as premarin. The patient received 2 units of blood, and was hemodynamically stable. Both an endoscopy and colonoscopy were performed. The endoscopy revealed a few diminutive non-bleeding angiectasis in the prepyloric region of the stomach. During the colonoscopy, non-bleeding internal small hemorrhoids were found during retroflexion. The ascending colon contained a 2 mm polyp. A few small-mouthed diverticula were found within the sigmoid colon and descending colon. The descending colon also contained one small localized angiectasia with bleeding. The angioectatic lesions were cauterized with argon plasma. The procedure was successful. The patient was discharged on (B)(6) 2016. The next steps for the patient is close follow-up.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.